Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 28-oct-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with vizigo sheath. The hemostatic valve was dislodged from the vizigo sheath and reverse blood occurred. Timing was at the time of punctuation. The sheath was replaced and the issue was resolved. The procedure was continued and was completed successfully. There was no patient consequence reported. The device evaluation was completed on 12-nov-2024. The device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation and irrigation test of the returned device was performed following johnson & johnson medtech procedures. Visual analysis of the returned sample revealed an absence of the hemostatic valve. Afterward, a dilator was introduced into the sheath, but no valve was detected. This type of failure is not related to the manufacturing process since the manufacturer has four process controls in place to prevent a device without a hemostatic valve from reaching the end customer. A device history record was performed for the finished device batch number, and no internal actions were identified. The hemostatic valve separation issue could be related to the missing hemostatic valve; therefore, the customer complaint was confirmed. The potential cause of this type of failure could be related to the manipulation of the device after the procedure; however, this cannot be conclusively determined. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with vizigo sheath and a hemostatic valve dislodged issue observed. The hemostatic valve was dislodged from the vizigo sheath and reverse blood occurred. Timing was at the time of punctuation. The sheath was replaced and the issue was resolved. The procedure was continued and was completed successfully. There was no patient consequence reported. Additional information was received on 20-sep-2024. The sheath was being used on the patient. No air entered the patient¿s body. A few drops of blood was lost, but the exact amount is unknown. Additional information was received on 26-sep-2024. The hemostatic valve was dislodged inside the hub. The brim cap / hub did not become detached from the sheath. Rf needle was used with the vizigo sheath.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).